Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise over-sensing. No intervention was made. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the right ventricular lead exhibited recurring noise. No intervention was made. Patient status was unknown.